Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs) and a non-penumbra microcatheter. During the procedure, the physician successfully implanted two pod pcs in the target vessel. While advancing the next pod pc through its introducer sheath, the physician encountered resistance and the pusher assembly became kinked. Subsequently, the pod pc became stuck at the distal tip of its introducer sheath. Therefore, the pod pc was removed. The procedure was completed using two additional pod pcs and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end of the pusher assembly. The embolization coil was detached from the pusher assembly. The embolization coil was advanced partially out of the introducer sheath and had offset coil winds. Coagulated blood was present near the introducer sheath distal tip. Conclusions: evaluation of the returned pod pc revealed that the pusher assembly was fractured on the proximal end, and the embolization coil was detached from the pusher assembly inside the introducer sheath. If the device is mishandled while advancing against resistance, damage such as a pusher assembly kink and subsequent fracture may occur. If the pull wire is retracted out of distal detachment tip (ddt), the embolization coil will detach, and the embolization coil will no longer be able to be manipulated using the pusher assembly. Further evaluation revealed that the embolization coil was stuck within the introducer sheath due to coagulated blood, and offset coil winds were present on the embolization coil outside the sheath. This damage was likely incidental to the reported complaint and may have occurred after removal of the pod pc from the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.